Event description:
Complainant alleged that while attempting to pace a pt, the device failed to capture the pt's heart rhythm using one step complete electrodes. The clinicians attempted a second set of one step complete electrodes with the same results. The clinicians then switched to a set of stat-pads and was able to pace the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.